Event description:
It was reported that the device and leads were removed due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the device was returned, analyzed and there was blood/body fluid on all conductors (not obstructed) . It was noted that the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) the device was returned, analyzed and there was blood/body fluid on all conductors (not obstructed). It was noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.